Event description:
It was reported that on (B)(6) 2024, 25mm navitor valve was selected for implant. The native aortic annulus had moderately calcified leaflets. The native aortic annulus perimeter was 70mm, and the diameter was 22mm. During the procedure, when the device was at 80% deployment, it was within -4mm of the ring plane. The patient became hypotensive, and the final deployment of the valve was a bit fast. The device was fully released, and all 3 tabs were confirmed to have successfully released. However, despite checking that the 3 tabs were detached, the nose cone came out against the wall of the aorta. A few seconds after the device was fully released, it was noted that the device migrated upwards to the ascending aorta. The valve was blocking the left coronary artery for about 10-15 minutes. This caused the patient to go into cardiac arrest requiring cardiac massage and electric shock. The physicians tried to snare the device and then use a balloon to raise the navitor above the coronary arteries to avoid occlusion and allow revascularization of the left coronary artery. Then the 23mm non-abbott device was implanted via valve-in-valve procedure. The patient was stable at the end of the procedure. The cause of the migration was believed to be due to poor valve anchoring in the final deployment. It was noted that 3-4 days later that the patient has passed away.

Manufacturer narrative:
B2 - date of death is estimated. The device was not returned for analysis. An event of migration, occlusion, hypotension, cardiac arrest, and death was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The event and provided image were reviewed by an abbott director of medical affairs. Based on all available information, a cause for the reported migration could not be conclusively determined. The reported occlusion, hypotension, and cardiac arrest appear to be cascading events of the migration. The reported death appears to be related to the procedure, per the medical review. The reported surgery and unexpected medical interventions (snare, CPR) are the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
The date of death was estimated to be (B)(6) 2024. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 04 dec. 2024, 25mm navitor valve was selected for implant. The native aortic annulus had moderately calcified leaflets. The native aortic annulus perimeter was 70mm, and the diameter was 22mm. During the procedure, when the device was at 80% deployment, it was within -4mm of the ring plane. The patient became hypotensive, and the final deployment of the valve was a bit fast. The device was fully released, and all 3 tabs were confirmed to have successfully released. However, despite checking that the 3 tabs were detached, the nose cone came out against the wall of the aorta. A few seconds after the device was fully released, it was noted that the device migrated upwards to the ascending aorta. The valve was blocking the left coronary artery for about 10-15 minutes. This caused the patient to go into cardiac arrest requiring cardiac massage and electric shock. The physicians tried to snare the device and then use a balloon to raise the navitor above the coronary arteries to avoid occlusion and allow revascularization of the left coronary artery. Then the 23mm non-abbott device was implanted via valve-in-valve procedure. The patient was stable at the end of the procedure. The cause of the migration was believed to be due to poor valve anchoring in the final deployment. It was noted that 3-4 days later that the patient has passed away.